Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
"Report from the sales rep material/materials like a piece of the septum was/were found inside the patient cavity, during laparoscopic colectomy. The pieces were completely removed and the operation was successfully done without replacing with new trocar. No patient injury was reported. For some information about used instruments, please refer to septum cer check list. " initial investigation report by (B)(4) the event unit without pieces of the septum was returned to olympus and visually inspected. There locations of the septum were found to be damaged and missing portions as shown in the picture. The sizes of the three locations were approx. 3.9mm×4.2mm at no.1, approx 1.0mm×0.7mm at no.2 and approx. 1.1mm×1.0mm at no.3 respectively. It seemed that the pieces were not returned to (B)(4). The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "the pieces were completely removed and the operation was successfully done without replacing with new trocar. " patient status: "no patient injury was reported"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.